Event description:
It was reported that the patient received multiple shocks for ventricular tachycardia (vt)/ventricular fibrillation (vf) and several failed for fast vt. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.